Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional tumor embolization procedure with a 6f sheath. Reportedly, while advancing the knot with the suture trimmer, the blue suture was caught on the suture trimmer. Subsequently, the suture trimmer was pushed forward, resistance was encountered partway through, and the knot would not advance beyond that point. Multiple attempts were made; however, the situation did not change. It was noted that the area where resistance was felt on the suture trimmer corresponded to the extracorporeal portion of the suture. Ultimately, the suture trimmer was engaged beyond the point where resistance was felt, the knot was pushed, and hemostasis was completed. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.